Event description:
I had my essure implanted the end of 2008. My first anxiety attack was less than a month later. I have suffered with regular anxiety attacks, heart palpitations, chest pain, joint and body pain. My stomach is constantly bloated and painful and my back is always sore. I now get painful headaches and my hands and feet always feel numb. I was completely healthy before I had the essure. I had an endometriosis biopsy that came back normal. An ultrasound did find adenomyosis. I have a hysterectomy scheduled for (B)(6) 2013. I am (B)(6) yrs old.